Event description:
During an acl repair, a calaxo screw was used. A few weeks after, the knee started to swell. Two more operations were performed and eventually the screw was removed.

Manufacturer narrative:
Product recall initiated on august 21, 2007.